Event description:
It was reported that prior to starting a da vinci s surgical procedure, the customer noted a broken cable on the grasping retractor instrument, instrument was not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a loose cable at the distal clevis, but no signs of a broken cable were observed initially. After the instrument was disassembled, a broken cable was observed located at the hypotubes, the hypotubes were stuck together at the distal end with dried out biodebris. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.